Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-13. The patient's weight at the time of the event was (B)(6) kilograms ((B)(6)).

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was electively replaced on (B)(6) 2017 due to normal eos (end of service). It was indicated that the reason for removal was because the battery was depleted. It was noted that the pump was being used to deliver gablofen [2000.0 mcg/ml] at 1,171. 3 mcg/day. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that the patient recovered without sequela. No dye or rotor studies were performed. The indications for use of the pump were intractable spasticity and cerebral palsy. No complications were reported/anticipated as a result of the event.